Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the resolute onyx drug eluting stent became deformed during positioning/ advancement. There was no damage to the stent packaging. No issues were encountered when removing the device from the hoop/ tray. The device was inspected, and negative prep performed with no issues noted. Resistance was encountered when advancing the device during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the resolute onyx drug eluting stent became deformed during positioning/ advancement in the guide catheter. Excessive force was not applied. The stent didn't pass through the guide, it could not reach the lesion. The intended lesion was in the ada, which was 100% occluded. The cx was also 100 % occluded. The lesion had been pre-dilated to 12 atms. Device evaluation summary: there were two kinks on the catheter 11.5cm and 62cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: photo 1; images shows the distal portion of a stent. No deformation is evident to the stent wraps. Photo 2; images shows a stent in full. There is no deformation evident to the stent wraps. It is not clear from the image if there is deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.